Event description:
Cylinder on spider came off when nitrogen was attached and turned on. The cylinder hit a (B)(6) hospital employee on the leg.

Manufacturer narrative:
We do not believe this to be a reportable event. No mechanical defect found on product. Product was in obvious state of disrepair.